Event description:
The pt presented to hosp with sick sinus syndrome. Determination was that there was a pacemaker failure and a fractured lead. The pacemaker was replaced and the connector on the old lead was replaced.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: connection or adapter failure loose, corroded, broken set, early eol, rrt indicator - end of life. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.